Event description:
It was reported by service report that the footboard shell was cracked at the left side with the potential for fluid ingress and there were exposed sharp edges that could cause lacerations/cuts. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.